Manufacturer narrative:
The previously reported rec'd by MFR date of february 09, 2011 is being updated to march 31, 2017.

Event description:
Additional information was received. It was reported that it wasn't clear whether the patient was experiencing a shock, strong paresthesia, or if their tremor was so severe that they shake uncontrollably during the interrogation process. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative (rep) via a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had been experiencing shocking sensation when the device was interrogated. It was noted that the patient no longer experience shocking sensation after switching to a new device. The patient reportedly had no significant weight gain or loss. The cause of the shocking was never determined and all impedances appeared normal. No further complications are anticipated. Refer to manufacturer report #3004209178-2017-09154 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.